Event description:
It was reported the pt was admitted to hospital due to shocking near pump pocket, acute pain, back pain, headache and nausea. The alarm date was set for the same day that the pt was admitted to the hospital. The pt had moved and had been unable to find an hcp to refill the pump. The pt reported the drug in the pump was baclofen, but was working with the current hcp to switch to bupivacaine and morphine as the pt only wanted the pump for pain therapy. The pt and hcp have been waiting for the pt's records in order to switch to the new drugs. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.